Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during an open bowel resection. For the first device, there was a break in part of the device after a while of using it. The active part of the blade broke. For the second device, it stopped working after five minutes and reported malfunction.

Manufacturer narrative:
(B)(4). Device available for evaluation. Device evaluation pending.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) concurrently with engineering led an evaluation of three devices, two opened by the account and one sealed. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was connected to pmv equipment and registered a mechanical fault. Visual inspection of the instrument noted the probe tip was broken. Replication of the observed damage may occur when allowing the energized probe tip to come in contact with other metal objects such as other instruments, staples, or clips. Doing so may generate excess heat and weaken or break the probe tip. The instructions for use of this instrument state: avoid all contact between the tip of the instrument and metallic objects as it may cause damage and render the instrument inoperable. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.